Manufacturer narrative:
(B)(4)

Event description:
It was reported that the catheter had dislodged from the intrathecal space. The patient had contacted the clinic on (B)(6) 2015 and reported uncontrolled pain. On (B)(6) 2015, the physician performed a catheter access port dye study which revealed the catheter had become dislodged from the intrathecal space. The event was related to the catheter. On (B)(6) 2015 a surgical intervention occurred to do a catheter revision. It was noted that the spinal segment was replaced, and it was "kinked." The catheter was spliced. The severity was reported as mild. The event resolved without sequelae on (B)(6) 2015. The pump system was delivering morphine, bupivacaine, clonidine and baclofen.

Manufacturer narrative:
Final analysis of the catheter (B)(4) found a kink in the catheter body, distal to the pin connector. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius. (B)(4).

Event description:
Additional information received reported that the patient experienced pain, swelling, and redness at the lumbar incision site. The patient was advised to rub the incision site to desensitize the area and decrease the pain. The event was stated to have resolved without sequela on (B)(6)-2015. The low reservoir alarm date was stated to (B)(6)-2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (b)(6 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.